Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above observations are consistent with torsional overload of the instrument.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion revision at t12-ilium. It was reported that the tip of the driver broke off during insertion of the pedicle screw. No patient complications were reported.